Event description:
It was reported that the device alarmed for ec 41786 upon startup. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The event history log was reviewed. It was determined that the printed wire assembly board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.